Event description:
Tibial insert is being reported for the implant bearing wear. Loosening hasn't been confirmed as there hasn't been a revision. If/when information is received that confirms the intervention the MDR determination will be updated.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.